Manufacturer narrative:
(B)(6). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The separated tip left in the anatomy is based on operational circumstances; however, the investigation was unable to determine a conclusive cause for the reported guidewire separation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. Unique device identifier: unknown. The UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported that the procedure was to treat a circumflex artery. An extra sport guide wire was being used when 2mm of the tip separated. The tip remains in the anatomy. The patient was discharged with no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling

Event description:
Updated: it was reported that the procedure was to treat a heavily calcified circumflex artery. An extra sport guide wire was being used and during the deployment of an non-abbott stent, the tip of the guide became trapped in the stent implant and 2mm of the tip separated. The tip remains in the anatomy. The patient was discharged with no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.